Event description:
It was reported that a pump does not recognize a closed door. There was no patient injury.

Manufacturer narrative:
Manufacturer ref no. (B)(4). Baxter received and evaluated the device. The reported symptom door not fully latched alarm was confirmed and reproduced. It was caused by a loose link screw. As a result, the screws were replaced.